Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the symptomatic patient experiencing muscle stimulation presented to the emergency room, the device was found to be in backup vvi reset mode. A device download was performed successfully. The device remains implanted.